Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) male patient who was in ventricular fibrillation, the unit stated "no shock advised, start CPR" and the analysis of the ECG rhythm was halted. The complainant alleged that the reason for this malfunction was because the CPR d padz disconnected from the device for 2 seconds. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.